Event description:
Reporter alleged blood glucose monitoring device was reading high and went to the doctor. Reporter stated meter read 400 mg/dl and doctor measured 210 mg/dl. No treatment was reportedly received. It was reported after coming from the doctor the meter read 491, 480, & then 333 mg/dl within two hours of coming from the doctor however any actions taken were not provided. No controls reportedly used. A request was made for the return of the suspect device and replacement product was sent.